Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches with device use. The recipient is also pursuing a technology upgrade. The recipient ceased device use. Device testing revealed results within normal limits. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode array was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical test performed. The reported complaint of patient reports pain could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the test performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's headaches have resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.